Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had been explanted due to a confirmed fracture, and was not replaced. The device had no product allegation, but was removed and the patient refused reimplantation.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of sensing integrity counter (sic) measurements, high rate non-sustained episodes and high and undefined bipolar impedance measurements. The lead also had a suspected fracture and the patient reported the lead was "arching." The patient reported experiencing, "pain through the shoulder, radiating pain in the left arm and not sleeping well at night." It was further reported by the patient that they received inappropriate therapy from the device, that the device is possibly "defective," and that the device has been "programmed off" and they are wearing a "life vest." The rv lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient, that the rv lead was explanted and replaced due to an unspecified malfunction.